Event description:
It was reported that a 0x400 power on reset (por) occurred and was successfully cleared. There was no diagnostic testing or troubleshooting required. The patient was on an airplane and when the plane started taxiing the stimulation stopped. After that, the patient attempted to use the programmer and observed the por icon. The patient was unable to use the stimulation while in the air. After landing, the patient was able to navigate beyond the por and adjust stimulation. The patient was successfully reprogrammed and the por cleared. There were not any patient symptoms or complications associated with the event. Additional information received reported that the por occurred following electromagnetic interference (emi) exposure. The patient was unable to clear the por while in the air. The patient was in the clinic at the time of the call to have it checked. The device was not near the end of life (eol). The issue was resolved upon interrogation of the implantable neurostimulator (ins) with the clinician and patient programmer.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).